Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted several areas of adhesions between the small bowel, the colon and the mesh. Part of the omentum also had to be removed. It was reported that the patient experienced debridement, adhesions, omentectomy, small bowel obstruction and pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.